Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7:15am. According to the csr's documentation, at approximately 6:30am that morning, the patient was experiencing symptoms of increase thirst, dizziness, and blurry vision. The patient, however, denied receiving any medical intervention/treatment after the alleged power issue began. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation) and there was no misuse of the lfs product. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.